Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2/p2, reducing the mr to 1. On (B)(6) 2016, discharge echocardiogram found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was a tear in the posterior leaflet and the mr had increased to 3-4. A new procedure was performed on the same day. Two clips were implanted, one on each side of the slda clip for stabilization, and the mr was reduced to 1. The patient was confirmed to be stable, with a good outcome post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue damage and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of tissue damage was likely due to the slda and the reported mitral regurgitation (mr) was a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.